Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level between 350 and 400 mg/dl with high ketones; cause was unknown. Customer addressed the issue by correction bolus via pump. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged the next day (B)(6) 2026 with the issue resolved and no permanent damage.